Manufacturer narrative:
The referenced light source was returned to the service center for evaluation for the reported "light source that is heating up scopes making it too hot to the touch towards the distal end¿. A review of the service history indicates the light source was purchased on (B)(6) 2019 with no previous repair records. The light source was connected and tested with a test endoscopes (pcf-q180al, cf-hq190l) and ran the light source for several hours, the scope¿s tip could be felt by bare hand without feeling too hot, just a warm touch. The temperature on the distal end of the endoscope was measured using a fluke 287 thermometer, and found to be approximately 32.2 degrees celsius, (standard <50 degrees celsius). Further testing was performed and temperatures were taken while the test scope being run for five minutes and the temperature was within specification- recorded at 33 c. There was an increase in temperature when the distal light guide and objective lens were completely covered with a blue nitrate glove, allowing the tip of the scope to rise in temperature, 38.0c degrees. A visual inspection of the light source exterior found no abnormality. However, close inspection of the turret found the opening mesh of the light source's filter frame appeared to be damaged. The filter lenses were also missing, and missing one screw holding the filter frame. There are multiple scratch marks on the turret plate. Due to the damaged wli filter frame, the xenon lamp intensity became brighter reaching manual maximum reading value of 1,000lux; therefore, it potentially caused or contributed to the distal end of endoscope(s) to become hotter than normal or too hot to touch. Based on the evaluation results, the damaged filter frame and missing filter lenses suggests the device has been tampered with by a non-olympus personnel which cannot be ruled out as a contributory factor to the reported event. The instructions for use manual provides warning that states, olympus is not liable for any injury or damage that occurs as a result of repairs attempted by non-olympus personnel.

Event description:
The service center was informed that the during procedure the light source heats up the distal end of scopes making it too hot to touch. The scope would be replaced with the another like model scope and it would get also get too hot to touch. The issue occurs with multiple scopes. There has been no patient or user injury reported.